Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint has not been confirmed. No visible damage to the millar sensor, catheter material, or connector. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman microsensor basic kit was implanted into a patient. The icp did not show the patient¿s pressure reading. The device was changed to a new one, and the icp was detected. No further information was provided.